Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that reported that when attempting to unlock the pump screen, it took a couple of presses of the "1" button before the "2" would illuminate and continue the unlocking process. During troubleshooting with tandem technical support (cts), it was confirmed that the pump screen was functioning as intended. Cts educated the customer that when unlocking the pump, each number needs to be pressed exactly and in sequential order to unlock. Cts also informed customer that any unwanted presses on the screen during the unlocking process or any presses outside of sequential order will result in the lock screen defaulting back to the number "1". Cts advised customer to call back if further issues occur. Customer acknowledged and understood. The customer's blood glucose level was not impacted.